Event description:
A healthcare facility in (B)(6) reported that the head casing of an iw980 wall mount infant warmer is cracked. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the head casing of an iw980 wall mount infant warmer is cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer (B)(4). Results: the visual inspection revealed a single crack on the lower edge of the infant warmer head case. The visual inspection also revealed a small crack going outwards from the screw hole and the screw boss of the upper head case had been broken and snapped off from the base. It was also identified that the ceramic insulator was missing. A lot check revealed one other similar complaint of this nature for this lot number. Conclusion: the infant warmer is susceptible to impact damage particularly if the head is swiveled. The likely cause of the damage to the upper case of the complaint device is accidental impact damage. The ceramic insulator is made of siliceous porcelain which is brittle and also susceptible to impact damage. The damaged screw boss is likely to be related to accidental impact damage, in addition to stress imparted by the metal screw. The complaint device is 5 years old. The head kit of the device has since been repaired and broken items have been replaced by a trained fisher & paykel technician at our us facility. The unit has been returned to the customer's facility after passing the electrical safety and performance tests.

Manufacturer narrative:
(B)(4). The complaint device has recently been received at our (B)(4) in the USA. Evaluation is anticipated. We will provide a follow up report upon completion of our investigation.